Event description:
It was reported that during change out of patient's device due to elective replacement indicator, it was not able to be interrogated and there was no magnet response seen on the monitor. The device was explanted and replaced and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model imk49b52 implantable pacing lead, implant date 2002-(B)(6). (B)(4).